Event description:
It was reported that the pt's implantable neurostimulator (ins) was moved from the abdominal area to the right buttock on (B)(6)2009. Following that revision, the pt experienced "stabbing pain" in the abdomen, where the ins used to be. The pt also stated the presence of swelling at the back incision site, and stated that it felt "like something (was) running out." There was no fluid noted at the site. It was also stated that the pt's lead area became numb when it was rubbed. No further details, pt's symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4)